Event description:
The pt reported by telephone that he had removal surgery on 2/8/96 to treat failed fusion. At time of removal, a screw or screws were broken. Pt was reinstrumented at that time. Pt states he may send the broken part(s) out for testing.